Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and observed the initial settings on the device. The power was set to a value less than one (1). Pt circuit calibration and performance checks were performed. The ddi (dynamic displacement indicator) indicator drifted a bit. Ddi calibation and airway pressure monitor transducer calibration were performed. No issues could be detected. The machine was ran for an hour under normal conditions and the issues could not be duplicated. The filter at the rear of the unit was replaced. The unit is safe to use and ready to return to normal service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 a ventilator experienced not pressurizing. The customer confirmed that there was no patient involvement associated with the reported event.